Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl, low blood pressure, and afib (atrial fibrillation); cause was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, resolving the issue with no permanent damage. The customer continued to use the pump for insulin therapy. Customer still in hospital at time of report so no release date could be obtained.